Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent 'med' due to hernia. Post-op, when confirming it by the x-ray after wound closure, it was confirmed that metal pieces remained in the patient¿s body. When checking products, the right lateral of the tip of instrument was broken. On the same day, re-operation was performed and the fragments were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.